Event description:
It was reported that the balloon striped-off the catheter, inside of the patient¿s body during a right heart study. The patient was discharged without complications.

Manufacturer narrative:
We received one 151f7 td catheter with an monoject limited volume syringe for examination. Visual examination found the balloon latex to be torn off between both bond sites and the latex was not returned. There is latex still attached at both bond sites. The catheter body is in good condition and all thru-lumens are patent and did not leak. The thermistor was found to read 36.9'c when submerged in a 37.0'c water bath. Visual examination performed with unaided eye and microscope at 10x magnification. Leak testing performed using a 3ml syringe and submerging the catheter in water while injecting air into the inflation lumen. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.